Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck buttons issue. The customer stated that the down arrow and up arrow buttons was not working properly. Customer stated that numbers were ramping on their own. Customer stated the scroll bar was moving with no input. Customer stated that the insulin pump was not exposed to a change in altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.